Event description:
It was reported the device rebooted during use. There was no patient injury reported.

Manufacturer narrative:
An investigation was performed based on the provided information. As reported the customer used a ribbon cable for connection instead of a fiber optic cable. This can cause artifacts during mr imaging in the mr examination room and malfunctions on the fabius MRI. Therefore the IFU contains a warning always to use the fiber optic cable - approved by dräger - for data transfer to avoid impaired imaging, do not use wired rs232 cables. A siemens service representative that was on-site and the user indicated the issue themself and solved the issue with the use of a fiber optic cable.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported the device rebooted during use. There was no patient injury reported.